Event description:
Procedure type: hernia. Pt gender: unk. According to the rptr: the rubber ring that holds in pneumo when using different sized instruments became loose and fell into pt's abdomen. The doctor noticed this happened and retrieved ring from the cavity. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 mins. There was no unanticipated tissue loss. No pt injury was reported.

Manufacturer narrative:
(B)(4).